Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that 1000ml of lactated ringer's was programmed to infuse at 125ml/hr however while at the patient's bedside the rn noticed the pump started to bolus. The rn stopped the device and replaced it with no further issues. There was no patient harm.

Manufacturer narrative:
Additional information provided: the customer¿s report that the device started to bolus was confirmed. Physical inspection showed the device is in fair condition with the instrument seal intact. The only observed anomalies were dull iui connectors. Analysis of the pcu event log shows that the rate for a basic primary infusion was programmed at 125ml/hr. A secondary infusion was programed for 100 ml/hr and when it completed at 5:18 am on (B)(6) 2018 the rate transitioned to the primary rate of 125 ml/hr . The user changed the rate of the primary infusion to 999ml/hr at 8:07 am on (B)(6) 2018. Another secondary infusion was programmed at 8:14 am for 100 ml/hr and when it completed at 9:14 am the device switched over to the primary rate of 999 ml/hr. The primary rate was then changed to 125ml/hr. Functional testing was performed and the device was delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was user programming.

Event description:
The customer reported that 1000ml of lactated ringer's was programmed to infuse at 125ml/hr however while at the patient's bedside the rn noticed the pump started to bolus. The rn stopped the device and replaced it with no further issues. There was no patient harm.